Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that when she goes to fill her cannula it deliver 10 units and it has done it in the past three infusion set changes. The customer was unsure why it was programmed at 10 units. The customer was informed to monitor insulin pump and call back if issue happens again. The customer was advised that if she feels uncomfortable with the insulin pump that we can change it out. The customer require no further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.